Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿stuck out¿ of her skin following the initial implant procedure. It was stated the patient was revised toward the end of (B)(6) 2013. It was further stated that during the revision the surgeon ¿buried it¿ further. It was noted the patient was able to charge successfully following the revision procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patients physician that the reason for the event was suboptimal placement of the battery. The ins was inverted. The revision occurred on 2013-(B)(6) and included the creation of a new tissue pocket. The device was not swapped out. There was no hospitalization and no injury. The patients symptoms resolved.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
(B)(4).